Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system showed an error on the database server and messages did not cross because the transaction log for the database was full. A technical support specialist cleared the storage space from the log folder to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding, prevented the user from removing medication for a patient. The customer stated that the nurses were able to override the medications successfully and confirmed that no patient impact was reported. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis medstation es system unexpectedly stopped responding, prevented the user from removing medication for a patient. The customer stated that the nurses were able to override the medications successfully and confirmed that no patient impact was reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system showed an error on the interface server and messages were not crossed because the transaction log for the database was full. A technical support specialist cleared about 200 gigabytes of space from the log folder to resolve the issue. The system functioned as intended after troubleshooting the device.